Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019, and the patient experienced a severe burning pain when they voided, before and after the procedure. They increased the stimulation and the pain went away. It was also reported that they were leaking a lot more than before. The next day they reported that their pain had tremendously improved since the procedure and they had not been leaking hardly at all. On (B)(6), they reported that they were sore, and on (B)(6) they mentioned pain and that they had a burning sensation which was uncomfortable when they were washing in their private areas. They also stated that they had made adjustments to stimulation when they got zapped. On (B)(6), the patient reported that they had undesirable bladder changes and a uti; they went to their clinician¿s office the day before and received medication for it. Lastly, on (B)(6) they stated that they were in a lot of pain. No further patient complications are anticipated or expected as a result of this event.